Event description:
New information received notes that the device was explanted and replaced. The patient condition throughout procedure was unknown.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device is awaiting explant. No patient consequences.